Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure (laa) procedure was being performed under general anesthesia and using transesophageal echocardiogram (tee). Venous groin access was obtained and transseptal puncture was obtained using a baylis nrg radiofrequency needle and sl1 catheter. A watchman trusteer access system (was) was advanced to the left atrium (la). A pigtail catheter was advanced to the laa. A 27mm watchman flx pro closure device and delivery system (wds) was inserted to the laa and five (5) total deployments were attempted but none met release criteria. The 27mm wds was removed and exchanged for a 24mm wds which was inserted in the laa. The 24mm wds was deployed and during the 2nd deployment and during release criteria evaluation, st elevation was noted on the electrocardiogram (EKG), and air was visualized in the apex of the left ventricle (lv). The patient was monitored for a couple of seconds and the heart was swept for a pericardial effusion, which then showed air visibly entering into and continuously filling the right atrium and right ventricle. The 24mm wds was retracted and the was and wds were brought down into the groin. The procedure was aborted. The patient was becoming hemodynamically unstable with hypotension, hypertension, bradycardia, and ventricular tachycardia noted. 100% high flow oxygen was administered, medication administered, and the heart was shocked multiple times and the patient returned back into normal sinus rhythm. Once the heart rate and blood pressure became stable, venous access was closed and the patient was extubated and assessed for deficits. The patient was neurologically intact and taken to the intensive care unit (ICU) for overnight observation. The patient was discharged home with no neurological defects and will remain on anticoagulation as tolerated. The physician believes the was, the peripheral intravenous line, or the groin access was the cause of the air embolism,

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman trusteer access system was analyzed and the reported event of air embolism could not be confirmed. Device analysis consisted of microscopic inspection under the microscope which revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated, there was no damage or defect with the returned device, and functional testing passed. H6 evaluation method code changed from device not returned to testing of actual/suspected device, and analysis of production records. H6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure (laa) procedure was being performed under general anesthesia and using transesophageal echocardiogram (tee). Venous groin access was obtained and transseptal puncture was obtained using a baylis nrg radiofrequency needle and sl1 catheter. A watchman trusteer access system (was) was advanced to the left atrium (la). A pigtail catheter was advanced to the laa . A 27mm watchman flx pro closure device and delivery system (wds) was inserted to the laa and five (5) total deployments were attempted but none met release criteria. The 27mm wds was removed and exchanged for a 24mm wds which was inserted in the laa. The 24mm wds was deployed and during the 2nd deployment and during release criteria evaluation, st elevation was noted on the electrocardiogram (EKG), and air was visualized in the apex of the left ventricle (lv). The patient was monitored for a couple of seconds and the heart was swept for a pericardial effusion, which then showed air visibly entering into and continuously filling the right atrium and right ventricle. The 24mm wds was retracted and the was and wds were brought down into the groin. The procedure was aborted. The patient was becoming hemodynamically unstable with hypotension, hypertension, bradycardia, and ventricular tachycardia noted. 100% high flow oxygen was administered, medication administered, and the heart was shocked multiple times and the patient returned back into normal sinus rhythm. Once the heart rate and blood pressure became stable, venous access was closed and the patient was extubated and assessed for deficits. The patient was neurologically intact, and taken to the intensive care unit (ICU) for overnight observation. The patient was discharged home with no neurological defects and will remain on anticoagulation as tolerated. The physician believes the was, the peripheral intravenous line, or the groin access was the cause of the air embolism.